Event description:
The customer reported whiteout screen, during a colonoscopy therapeutic procedure involving an olympus colonovideoscope. There was no patient injury report.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.